Event description:
Information was received from a consumer with an implantable drug infusion pump indicated for intractable spasticity and post-spinal cord injury. The pump contained an unknown brand of baclofen with an unknown concentration and dose. It was reported since the pump was replaced, the patient had been experiencing sudden pain over the pump site. The patient stated she thought the health care provider (hcp) "pinned it a little too low" that time. After sitting for a long time, the patient had pain when she gets up and she could hardly walk. The patient stated she made the hcp aware, but he stated the pump was fine. The patient clarified the infusion system was working; it was just the placement of the pump that caused her pain. This was new pain unrelated to the pain she was implanted for. The patient requested physician listings so she could get a second opinion. The issue started after the pump was replaced three months prior to report; the patient confirmed she had no problems with the therapy. The patient requested the hcp not be contacted; she wanted follow-up to come directly to her. Further follow-up is being conducted with the patient to obtain additional information. If additional information is received, the event will be updated. Additional information received from the consumer reported that she was feeling a little better. The hcp said they would have to operate and move the pump "(not right now)." The patient just got pinching now and then. The patient stated the pump area was okay for now.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.